Event description:
User reported issues related to the heater cooler unit not cooling sufficiently during a case. The user reported that the heater cooler cooled in a normal fashion from 100% to 40% charge but once the heater cooler battery reached 40% the heater cooler rapidly reached 0% and became unable to cool. The user swapped the unit and completed the case without any further issues. Failure to heat or cool is considered a reportable event. There was no patient harm as a result of this malfunction.

Manufacturer narrative:
Upon receipt, the unit had several notification alerts in the service tab from manifold pressure equalization timeout to priming timeout. Unit was able to charge without issue. All alerts were then cleared and the unit was running the latest software. Both sides were primed without issue and the temperature was set to 2 degrees celsius for endurance testing. Unit was found to drop quickly to 20% charge but stayed at this range for 2 hours. The unit was able to hold charge at 2c for 6 hours with no thermal load on the heat exchanger outside of ambient air. This device appears to be functioning as expected and updated concessions serve to address the thermal insulation capabilities of this unit. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00039 this resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 4 out of 16.